Event description:
It was reported that in the cath lab a male pt was having an intra-aortic balloon (iab) placed. The super arrow-flex (saf) sheath was placed in the left femoral artery and when the physician inserted the iab it became stuck. The physician could not advance the catheter, due to severe resistance, so he removed the iab and sheath together. The physician opened a new saf sheath and balloon catheter kit using the same insertion site and finished the procedure. The pt experienced no excessive bleeding during the procedure or complications. There was no pt death or injuries. The delay in treatment was about 10 minutes, with the pt outcome listed as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.